Manufacturer narrative:
Lot number - (B)(4) an unknown lot number. Thirteen single-use devices were received for evaluation. For five devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. For eight devices, visual inspection revealed excess white drug precipitate inside the bladder and the tubing line of all eight devices. The excess drug precipitate had caused the device to flow slower than normal due to the increased viscosity in the fluid which resulted from the precipitate. The reported condition was verified. The cause of the excess drug precipitate was not determined. A photograph of one sample was also provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified through evaluation of the photograph. A batch review was conducted for lots (B)(4), and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 24 </noe> malfunction events. It was reported that approximately twenty-four large volume folfusors underinfused during infusion. These events involved patients with no patient consequences. One event involved a 15 year old female patient, approximately four events involved a 64 year old male patient, and patient identifiers were unknown for the remaining events. No additional information is available.

Manufacturer narrative:
Three (3) additional single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.